Event description:
Lap sigmoid colectomy. Cs29 dlu calibrated fine, went into firing range and was fired successfully. The mucosal rings were intact, however, during a water leak test a small hole was apparent on the right anterior side of the proximal colon along the staple line. Hole was oversewn with sutures to complete the case. Note: circulating nurse opened the package and the dlu dropped on the metal tray, which is not a recommended practice.